Event description:
The customer reported the unit does not power up consistently. The customer reported there was no patient involvement.

Manufacturer narrative:
The philip¿s fse confirmed the reported issue. The power management board was replaced and successfully resolved the problem.

Event description:
The customer reported the unit does not power up consistently. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.